Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: a plee60a device was being used with the gst60g cartridge and no staples deployed on the specimen side. No buttressing was being used. The piece of plastic from the cartridge was removed with suction and discarded. No patient bmi information was available.

Event description:
It was reported that during a laparoscopic sleeve procedure, that on the second firing of the sleeve, with a green gst reload the reload made a cracking sound about one-third of the way down the reload while the surgeon was pulse firing. He then continued the firing and completed the firing sequence. Once the knife blade returned to the home position and the stapler was opened. There were deployed staples and fully formed "b's" on the patient side. There were no staples on the specimen side. The stomach was transected with no staple rows on the patient side. There was also a small piece of green plastic from the reload inside the body. It appears that the reload was cut or broke. Another like device and reload were used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m5689c. The analysis found that one plee60a device was returned in good visual condition and with a gst60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired; right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.